Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2007.  (B)(4) submitted for adverse event which occurred on (B)(6) 2008.  (B)(4) submitted for adverse event which occurred on (B)(6) 2014. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery, abdominal wall exploration and lysis of adhesions on (B)(6) 2007. It was reported that the patient underwent diagnostic laparoscopy with laparoscopic lysis of adhesions and removal of foreign body on (B)(6) 2008. It was reported that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 during which the surgeon noted significant scarring. It was reported that the patient experienced severe pain, dense adhesions, numbness, scarring, inflammation, stress and anxiety. No additional information is provided.